Event description:
The MFR was notified that a size 29 mitral optiform valve was implanted in a pt in 2002. Eleven months later, the "high risk" pt presented at medical center with a thrombosed valve. The pt was both in a comatose state and their liver had shut down upon arrival at the hosp. Inr at admission was 5.0. The pt had an ejection fraction of only 10% at the time of reoperation. Pt survived valve explantation but later expired in the ICU. The exact cause of death was not stated. The pt was reported to be very sick prior to the valve thrombosis. Pt had pericardial effusion and a pericaridal window procedure prior to the thrombosis event.